Event description:
It was reported that an ilet user experienced cgm signal loss to the ilet only while the dexcom g7 continuous glucose monitor (cgm) sensor and ilet app remained paired, and the user was instructed to re-enter the pairing code. No adverse clinical symptoms reported. Outcomes included no impact on health, no alarms, and no hospitalization. User support included customer troubleshooting and user education, including toggling the ilet cgm connection and restarting the dexcom application. Investigation of this case revealed a communication interruption between the cgm signal and the ilet receiver, with the external cgm system otherwise functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity issue consistent with user interface or environmental bluetooth interference.

Manufacturer narrative:
Initial.